Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating the patient had charge at highest setting and felt too warm. Lowered and they had reported charge is slower but doesn't feel warm. The issue was resolved. No replacement was scheduled at this time but still planning to eventually replace with a rechargeable device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient in the deep brain stimulation for treatment resistant depression: exploration of local field potentials (lfp) study had a warm/burning sensation in the pocket where their device is implanted at the end of each ~20 minute recharge session. This issue may have started occurring within the past 1-2 weeks. Recharging speed was decreased from 4 to 3. The patient has elected to have the implantable neurostimulator (ins) replaced to be MRI eligible.